Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the cause of the implant taking longer to charge was determined. The patient reported that cleaning the probes with alcohol seemed to work a little better. The patient reported that it just started taking a long time to charge 2-3 months ago. The patient reported help quite a bit. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient said for close to a month it takes much longer time to for the patient to charge her ins. The patient said that she has reset her controller 3 or 4 times and that she starts with a full controller battery. The patient said that she sees no damage on her recharger therapy monitor (rtm) and she hasn't received any error screens. No further complications were reported. No patient symptoms were reported.